Manufacturer narrative:
Updated blocks: b5 and h6. The reported complaint was confirmed. Per data log analysis, only two large roller pump logs were provided, three were used on (B)(6) 2019. The two provided pump logs did not show a belt slip or under speed event. The system log does show that large roller pump (cardioplegia (cpg) pump) did report an "under speed (head < demand)", and an "under speed (belt slip)" at 10:19:45 am. This appeared to have only happened one time. It is possible the pump may have been over occluded, but no way to tell for sure from the log. The log does confirm the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information received indicated that they resolved the issue by uncrossing the tubing. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) was not able to verify the issue. He performed a pump jam test a minimum of 12 times and could not duplicate a belt slip or underspeed fault. The pump was opened to visually inspect for any sign of lubricant on the pullies or any other abnormalities and no abnormalities were found. He reassembled the pump and performed release testing. The device operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the cardioplegia pump had a belt slip under speed error message. No other details regarding the nature of this event were provided.